Event description:
It was reported that when using the bd pyxis¿ medstation¿ es r-4randb drawer failed and was not detected on the bus. The user attempted multiple times to fix the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) performed troubleshooting and a visual inspection, which identified that the row board cable was not fully connected. The cables were reseated, and testing was resumed with no further issues noted. The user then verified correct operation by performing inventory counts. The system functioned as intended after the field service engineer repaired the device.